Event description:
It was reported that a cardiac perforation and subsequent pericardial effusion occurred. Venous access was obtained and transeptal access was gained. A watchman access system (was) single curve was positioned and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Upon removal of the dilator from the sheath, the was flipped down and caused a small perforation to the aorta, creating a pericardial effusion. Case was aborted. Patient was sent to surgery for perforation repair. Patient is stable and has been discharged.